Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. Engineering/quality review: this complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter to report a system error 2240 alarm that appeared on the homechoice (hc) device during use in the last therapy. Per the doctor, the home patient (hp) had to end the therapy. No further information available regarding this event.